Event description:
Alarm 2 was reported by the customer, who experienced multiple occlusion events earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it remained relatively normal. The customer resolved each occlusion by resuming insulin, and further assistance was requested due to ongoing occlusion issues. A replacement pump was sent to the customer to resolve the issue.